Event description:
Info received indicates the head section is drifting.

Manufacturer narrative:
The tech isolated the issue to a leaking gas cylinder for the head section. He replaced the gas cylinder to repair the stretcher.